Manufacturer narrative:
Corrected g2: healthcare professional was inadvertently marked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. The reported event of plastic distal end had foreign material was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause as to why the foreign material remained could not be determined. There was no deviation from instructions for use (IFU) in the reprocessing steps for the locations where foreign material remained. No physical damage was found at the at the place where the foreign material remained. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in cf-ez1500dl/I operation manual "chapter 3 preparation and inspection". IFU states the preventive measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited : plastic distal end cover had foreign objects. There was no patient involvement.